Manufacturer narrative:
This report is for one (1) unknown 1.5mm cortex screw. The part and lot numbers are unknown. Without the specific part and lot number, the UDI is not possible. Device broke intra-operatively and was not fully implanted or explanted. Complainant device is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: the reported device was used in surgery for the fracture of the left 3rd proximal phalange on (B)(6) 2016. The head of the cortex screw was broke off during inserting to the most distal plate hole of modular hand system. The broken screw remained in the patient's body. The patient had ultrasonic therapy to facilitate bone union for 6 months until the planned removal surgery. The planned removal surgery of the broken screw was performed on (B)(6) 2017, 8 months after the primary surgery. According to the surgeon's opinion, quite large resistance might have been applied to the cortex screw in question during insertion since the patient was a (B)(6) male and had high bone density. The initial surgery was extended for thirty (30) minutes. Hardware removal surgery was completed successfully. Patient outcome reported as good. This report is for one (1) unknown 1.5mm cortex screw. This is report 1 of 1 for complaint (B)(4).